Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without tip protector and tubing cut off in a zip top bag with no lot information for the report. The sample was visually inspected and found to be nonconforming with body needle was slightly bent near the tip area of the body needle. Clear foreign material was on the body needle at the bent area. The probe was disassembled and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The sample was sent to the particle lab for further evaluation. The foreign material was evaluated using microscopic fourier transform infrared spectroscopy, the analysis indicates the best match to be adhesive. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the file was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms that probe had a bent tip. The root cause for the bent tip is excessive use of probe. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. The analysis of clear material indicates the best match to be adhesive. Adhesive is used in the probes manufacturing process; therefore, the root cause is manufacturing related as the foreign material was not detected during downstream cleaning operation and 100% visual inspection. No further investigative or manufacturing actions are warranted at this time due to the observed cut failure was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A non-conformance record has been initiated to track the presence of adhesive on the probe needle. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that an observable kink on the shaft when removed from the pak before the vitrectomy, endolaser and membrane peel surgery. It would not go through trocar prior to deficiency detected. The surgery was completed after replacing the product with another one. There was patient contact but no impact to the patient.